Manufacturer narrative:
(B)(4).

Event description:
It was reported that numerous episodes of noise were observed. Patient was referred to another hospital for lead replacement. Upon interrogation, all previous episodes were found to be cleared. All lead measurements were within normal range before procedure. Lead was explanted and replaced. Patient's condition was stable.